Event description:
The manufacturer received information alleging a "check circuit" alarm condition occurred while the device was in patient use. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm as designed.